Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2017) is considered to be a best estimate. This emdr represents the ventralex st mesh (device 3). Additional supplemental emdrs were submitted to represent the ventralex st mesh (device 1 & 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2017 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of ventralex st mesh (device 1). Per operation notes, "adhesions in abdominal region were lysed and a ventral hernia defect was identified. A ventralex st mesh (device 1) was placed and tacked." On (B)(6) 2017 - patient was diagnosed with multiple ventral hernia, thereby underwent laparoscopic repair with implant of ventralex st meshes (device 2 and 3). Per operation notes, "once ventral hernia was identified, it was excised. A ventralex st mesh (device 2) was placed in anterior abdominal wall and tacked. Then a supraumbilical hernia defect was identified and repaired by placing a piece of ventralex st mesh (device 3) and tacked." On (B)(6) 2020 - patient was diagnosed with upper abdominal pain, thereby underwent laparoscopic repair. Per operation notes, "extensive adhesions with omentum stuck to anterior abdominal wall was identified and lysed. No evidence of other ventral hernias."